Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for fns implant removal surgery due to implant failure. Originally, the patient underwent for a surgery in (B)(6) 2020. It was unknown that the removal surgery completed successfully. The patient outcome was unknown. This complaint involves (1) device. This report is for (1) femoral neck system implant kit/ length 75mm sterile. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Customer quality investigation: the device was not returned. A photo-investigation was performed on the images. Upon inspecting the images provided, the reported complaint condition of implant failure could not be identified and confirmed on the received pictures. A manufacturing record evaluation could not be performed as the lot number could not be determined from the image. Conclusion: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. During the investigation, no product design issues, or discrepancies were observed. No manufacturing issues were noted during investigation. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.